Manufacturer narrative:
We are waiting for more info about the accurate conditions of the oedeme's appearance and the date of the expirations of the involved power. Currently we are able to say that the risk of allergy has been identified in the leak analysis of the perio powder and in the instructions for use of the handy perio hand-piece. Allergy is already a possible reaction described as part of IFU number fb-402 for this perio powder.

Event description:
A pt triggered a quincke oedeme with a perio powder. According the first info, the applied powder was out of date.